Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06574. It was reported that the patient presented in clinic. Upon interrogation, the right atrial lead exhibited high capture thresholds and the right ventricular lead exhibited several noise episodes. The leads were explanted and replaced. There were no adverse consequences to the patient.